Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. The device has been explanted.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, red particle in the gel, red particle in the shell and broken. A microscopic analysis was performed which identify sharp broken in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the posterior side assessed as unidentified (tear) broken.